Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer had low blood glucose which was treated with the food. The customer was using the insulin pump system within 48 hours of the low blood glucose. No harm requiring medical intervention was reported. The device will not be returned for analysis.